Manufacturer narrative:
The reported lot number 23002862 could not be matched in our system; therefore, the manufacture and expiration dates are unknown. (B)(4). Visual examination of the returned device revealed that the distal section was stretched (coil unraveled). The distal tip was detached and the corewire was fractured at the distal section. The complaint is consistent with the reported event of distal tip detached. The issues noted (tip detached, corewire fracture and coil unraveled) could have been generated by user, also interaction with other devices might have impacted the integrity of the device during the procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in a procedure performed on (B)(6) 2018. According to the complainant, during procedure, the distal tip was detached. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: fractured corewire.